Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. Date of event is unknown. Batch#: unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Additional information requested but not received: can you please provide more event details? What is meant by ¿the stapler had a slight lock on the third¿ did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Please explain. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Investigation summary: upon visual inspection of a photo, the following was observed: the photo shows a tissue piece on the gauze from top view and several staples can be seen no properly formed on the middle of the tissue. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a sleeve gastroplasty procedure, on the third and fourth shots, the staples were all malformed, the stapler had a slight lock on the third, and the surgeon still insisted on the fourth. The stapler has been replaced. Patient consequences were not reported.